Manufacturer narrative:
The complaint allegation is confirmed based on photographic evidence of a ar-3352-5531, with a broken eyepiece seal. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as mechanical overstress due to repeated loading or off-axis insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/28/2025, a sales representative reported via (B)(4) that an ar-3352-5531 laparoscopes seal popped off. This was discovered after a case. Additional information was provided on 11/04/2025 via sems where it was reported that this was discovered at the end of a case before reprocessing.